Manufacturer narrative:
Based on the claim against the product by the customer noting an incomplete staple line, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. An advanced technical review for the sureform 45 stapler associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: an instrument with the provided lot number and sequence number was not used in any of the procedures on or around that event date. This complaint is considered a reportable event due to the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform stapler 45 fired appropriately majority of the case. However, when the surgeon switched to using the white reloads, it no longer fired properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.